Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during the infusion. The following information was provided by the initial reporter: "per the rn in the infusion center, the ¿rubber part of tubing formed a ¿bubble¿ during infusion.¿"

Manufacturer narrative:
H.6. Investigation: one primary tubing (model 2426-0007) and one secondary tubing were returned by the customer. It was reported that the rubber part of the tubing formed a bubble during the infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowing normally. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2426-0007 lot number 21089036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge / balloon in silicone segment / pump segment with lot #21089036 regarding item #2426-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during the infusion. The following information was provided by the initial reporter: "per the rn in the infusion center, the ¿rubber part of tubing formed a ¿bubble¿ during infusion.¿"